Event description:
It was reported that a patient underwent a gynecological procedure in 2008. During the procedure, the alignment of the handpiece into the cpc connector port was offset, not allowing the handpiece to make a solid connection when activated. When the handpiece was activated, it operated intermittently. A second motor drive unit was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 12/12/2008. Damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the device met all finished goods release criteria.